Event description:
A hospital in (B)(6) reported that a leak was found in an rt235 infant breathing circuit during use on a patient. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt235 breathing circuit was returned to fisher & paykel healthcare (B)(4) for inspection. Both breathing circuit limbs were pressure tested and submerged in a water bath to test for leaks. Results: the pressure test revealed that the circuit was within specification. Likewise the water bath test did not reveal any leak from either limb. Conclusion: based on our findings we can conclude that there was no fault with the circuit. We are therefore unable to determine what caused the problem as reported by the customer. All rt235 breathing circuits are pressure tested for leaks prior to distribution and those that fail are rejected.